Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown:  (B)(6). Investigation summary: a device history record review was completed for provided material number 309653 and lot number 9182721. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos were provided for evaluation by our quality team. Both photos show a magnification of foreign matter. There is a plastic ruler and a note that the foreign matter is between 25 to 35mm long. The customer states that it is textile and was found in their processes with an unknown origin. It appears to be a dark color fiber. Based on the photo provided we do not know the source of the textile detected in the customer's processes. We do not use textile materials in our manufacturing processes. Based on the investigation with the photo sample analysis the symptom reported by the customer could not be confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered. Base on the photo provided we do not know the source of the textile fiber detected in the customer process. We do not use textile materials in our process.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced foreign matter in syringe or any fluid path component. The following information was provided by the initial reporter: material no: 309653, batch no: 9182721. One of our internal manufacturing sites is completing an investigation into foreign material found in the process, the material was a textile fiber. A request to provide documentation regarding any similar events for the following material.